Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. All available patient information was included. Additional patient details are not available. The complaint investigation for falsely elevated sodium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. The issue appears to be sample specific, the customer retested using the same lot number of reagent and got acceptable results. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the architect ict sample diluent, lot number 33689un20, was identified.

Event description:
The customer observed a falsely elevated sodium result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): initial result was 162, repeat was 140 mmol/l. There was no impact to patient management reported.